Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed assistance with reprogramming the insulin pump's settings. Blood glucose level at the time of the incident was 41 mg/dl, due to the customer administering too much insulin. The customer treated the low blood glucose level with food and milk. The insulin pump was not replaced or returned for analysis.